Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose during sensor glucose and blood glucose troubleshooting. Customer declined high blood glucose troubleshooting. Customer stated he encountered high blood glucose due to eating dessert. The customer's blood glucose was 500 mg/dl.